Event description:
After 45 hours of intra-aortic balloon therapy, blood was noticed in tubing. The intra-aortic balloon was removed and not replaced. No pt injury or further complications occurred as a result of this incident. The pt is reported to be in stable condition.